Event description:
It was reported that event logs showed that a motor stall occurred (B)(6) 2014 at 18:38 (03) and recovered (B)(6) 2014 at 19:07 (1a). The cause of the motor stall was unknown. The pump was used to infuse fentanyl, clonidine, and baclofen (compounded). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information but it had not been received at the time of this event. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that the severity was noted to be mild. The device was interrogated on (B)(6) 2014. The event had resolved without sequela.